Manufacturer narrative:
At the date of this report, the device was not returned to the manufacturer, the investigation is then not completed. A medwatch follow-up will be submitted when the investigation is completed.

Event description:
It has been reported that the double trigger handpiece serial number (B)(4) was initially not functioning. Once it was functioning, the device was keeping running without action on the triggers. No patient harm or injury has been reported. A surgery delay of 5 minutes has been reported.